Manufacturer narrative:
The device was received for repairs and during quality testing it failed the maximum allowable temperature rise. Further investigation revealed the motor pins and ball bearings were worn. The motor and bearing were replaced along with other component parts that were worn. The device was repaired and returned to the customer.

Event description:
A stryker core impaction drill that was sent in for repairs overheated during the quality investigation testing. There was no pt involvement and there were no adverse consequences associated with the event.